Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) catheter restriction error. The unit was swapped out to continue therapy. There was no patient harm reported.

Manufacturer narrative:
Getinge field service engineer (fse) troubleshot to cut pressure tubing caused by of case being pushed in due to a drop. Air can be felt and heard leaking from pressure tubing. Hose leak is causing issue. Replaced cut pressure tube assembly. Staff does not wish to replace damaged case per getinge recommendation. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. No patient involvement. The equipment was cleared for customer use.